Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. A charge and boot test was performed and failed due to usb connector damage. An internal visual inspection was performed and failed due to burn damage on the receivers usb connector. The receiver log was not downloaded and reviewed due to usb connector damage. The allegation was confirmed. The probable cause was customer misuse causing usb connector was burned/ damaged. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.